Event description:
It was reported that during a fistulogram angioplasty treatment procedure, a balloon rupture, deflation issue and difficulty removing the catheter occurred. Vascular access was obtained via vein side of the arteriovenous fistula. The 70% restenosed target lesion was located in the mildly tortuous cephalic vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated to 24atms and the balloon would not deflate. The mustang balloon catheter was withdrawn with the balloon inflated, however, resistance was encountered and a balloon rupture occurred. No further actions were taken. The procedure was completed with this device. No patient complications were reported and the patient is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon material was torn circumferentially at approximately 20mm distal to the proximal transition zone. The distal portion of the balloon was attached to the distal tip and turned inside out over it. The single lumen shaft is stretched by approximately 20mm. The shaft of the device is severed at approximately 32mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that during a fistulogram angioplasty treatment procedure, a balloon rupture, deflation issue and difficulty removing the catheter occurred. Vascular access was obtained via vein side of the arteriovenous fistula. The 70% restenosed target lesion was located in the mildly tortuous cephalic vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated to 24atms and the balloon would not deflate. The mustang balloon catheter was withdrawn with the balloon inflated, however resistance was encountered and a balloon rupture occurred. No further actions were taken. The procedure was completed with this device. No patient complications were reported and the patient is listed as fine.

Manufacturer narrative:
(B)(4).